Event description:
Customer reported erroneous high access accu tni (troponin I) and access ck-mb (creatine kinase - mb isoenzyme) test results were obtained for one patient when using the access 2 immunoassay system. The erroneous high test results for troponin I were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The erroneous high test results for ck-mb were above the normal reference range. Erroneous high test results were reported out of the laboratory. Repeated analysis was performed. The test results were within the normal range. Amended reports were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 3ml greiner lithium heparin tubes. Centrifugation for 10 minutes at 4500 at room temperature. There were no result flags associated with this event. Quality control (qc) was within customer's established ranges. A system check was not provided. There were no event log messages associated with this event. The field service engineer performed hardware verification. All testing passed and instrument was verified as performing to specifications. Pre-analytical sample handling was discussed with customer. A beckman coulter inc applications specialist has been onsite and customer agrees that sample collection and handling must be improved. Customer determined the issue is due to pre-analytical conditions because of the non-reproducibility of the initial results and passing hardware verification. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.